Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a defective front socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated at the facility by an olympus technician. Inspection and testing confirmed that, when 185 series or above were inserted in the device, they were not recognized. No error occurred and it was as if no device had been inserted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, 185-series and 190-series endoscopes could not be connected to the subject device. The facility has been completing cases with other models which can be connected to the device. There was no harm or user injury reported due to the event.